Event description:
It was reported that during surgery when the generator was implanted, a high impedance was observed. Troubleshooting for the event included: removing and re-inserted the lead; checking the contacts on the nerve; verifying proper torque screw connection; and using a test resistor on the generator, the high impedance was not resolved. When a new back-up generator was used the high impedance was resolved. Update was received that during surgery only system diagnostics was performed. Session reports from the day of surgery were also provided. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect device was received for analysis. Device evaluation was completed.